Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10199. It was reported the patient was unable to turn on his stimulator. An sjm representative met with the patient and lead diagnostics showed all high impedance on the left lead. X-rays were taken. The patient underwent surgical intervention where the right lead was repositioned and the left lead was replaced with a new one.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).